Event description:
It was reported that the right ventricular lead exhibited high high-voltage lead impedance. No resolution was taken. There were no patient consequences, and will continue to be monitored.